Manufacturer narrative:
Evaluation complete p/n#tt3.00e4-1200. Lot#011816 .s/n# (B)(4). On (B)(6) 2018 at 4:30:21 am tip was used for 316 treatments. Tip passed flow, leak, thermistor testing. Tip failed visual testing due to denting and dielectric breakdown on tip surface. No functional test was performed due to dielectric breakdown being present. System logs reviewed: 09feb2018 evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. There are no further actions to be taken. The device final test verification specifications are acceptable. There were no non-conformities or anomalies found related to this complaint when reviewing the device history record.

Event description:
The user facility in (B)(4) reported a patient sustained a burn on the right cheek. The incident occurred around 316 reps with the highest energy level at 8 with stamping and sliding motion. This was not the first time they used this treatment tip. It was inspected prior to treatment and a tiny broken membrane the tips surface center was noticed.

Manufacturer narrative:
Correction: manufacturer name, city and state: address. Additional information: 1) expiration date. 2) manufacture date. 3) it was reported a doctor initially treated a patient by stamping motion and then used sliding motion during treatment. The patient experienced red lines on the right cheek. Doctor stopped and inspected the surface of tip right away. He found there was a tiny hole at the center of membrane. The treatment tip and datacard were returned for evaluation. The datacard showed the following errors occurred during treatment. Qty - error ID ¿ description - percent of reps, 24 ¿ 76 - tip lifted/tilted during rf on ¿ 7.594%, 2 ¿ 132 - underforce during post cool ¿ 0.632%, 1 ¿ 171 - tm1 disconnected ¿ 0.316%. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. During evaluation of the treatment tip, service found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. Datacard showed the system was working as intended. Evaluation of tip and events during treatment confirmed user technique issues that harmed the patient. As reported, the customer started using a sliding technique instead of the correct stamping method. Sliding the tip most likely caused the damage to the treatment tip membrane service confirmed during evaluation. Based on the available information, user technique most likely damaged the tip membrane causing this event. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number: (B)(4).